Manufacturer narrative:
The device history file for both the ecoin device (B)(6) including the sterile load history report (300-677) and the procedural kit lot (300-755) available at the implantation facility were reviewed and there were no related issues found. The ecoin device is used to treat urgency urinary incontinence. The redness was resolved and the incision site was healing as expected.

Event description:
The patient was implanted with the ecoin device on (B)(6) 2024. On (B)(6) 2024, the patient reported mild redness at the incision site and antibiotics were prescribed. The redness resolved by (B)(6) 2024 and there was no lasting impairment to wound healing or delays to activation which occurred on (B)(6) 2024.